Event description:
A customer in denmark reported a malfunction with their insulin pump, identified by the code malf 1-0x200c. There is no available information regarding the impact on the customer¿s blood glucose level at the time of the event. The pump, which was within warranty, was replaced, and the customer was informed about the need for replacement. Technical support provided instructions for storage and return of the malfunctioning pump but did not receive details on the customer's backup therapy plan.